Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received unanticipated therapy. During interrogation of the device, the physician found episodes of supraventricular tachycardia misclassified as ventricular tachycardia. The supraventricular tachycardia was treated with antitachycardia pacing and all electrical measurements were stable. The pt condition is good and the device remains in service.